Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer (fse). The reported alarms for high o2 concentration could not be replicated. The nozzle units in the gas modules were precautionary replaced but not returned for investigation. Functional checks were performed with successful results and the ventilator was cleared for clinical use. The evaluation of the received device logs confirms the reported event. It showed that the ventilator alarmed for high o2 concentration, i.e. The o2 concentration becomes higher than the upper alarm limit which is set value +5 vol%. Alarms for high airway pressure exceeding preset upper pressure limit were also generated. Since no parts were returned for investigation, the root cause of the generated alarms has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption : e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).